Event description:
This is the second of three reports (same pt, same incident, different products). This report is in regards to the cable, mpm-1, pt monitor interface (pmiompm). The hospital was having difficulty attempting to synchronize the cam01 to a philips bedside monitor. The integra clinical educator spoke to the staff nurse who reported the cam01 was reading an icp of 13 mmhg but the bedside monitor was showing 32mmhg. The nurse was unable to rectify the discrepancy by following the cal steps from 0 through 200. The bedside monitor constantly read much higher than the cam01. The device was in contact with the pt. There was no pt injury or death alleged and there was no info about the surgery delay. The integra clinical educator advised that she would organize to visit on (B)(6) 2014 to check with the medical staff and for the time being continue to use the cam01 only for pt obs and remind the ICU team to remember to calculate cpp as the cam01 was not communicating with the bedside monitor. The integra clinical educator sent an electronic copy of the cal step procedure by email immediately to the customer but this still did not help in rectifying the issue. The user facility is very experienced camino users (greater than 12 years) so the clinical educator felt it would be appropriate to asked a tech service engineer to visit too. The integra technician was able to come and had reported that it appeared that there may be an issue with the philips bedside calibration range. The integra technician has suggested that the monitor be returned to integra to check the output once monitoring of the pt was discontinued. A 2nd monitor was made available for the integra technician to check in the picu and this behaved in an identical way so he was suspicious that it was likely the philips system that needed to be reviewed by the philips field service engineer. Additional info received on 08/26/2014 from the integra clinical educator: this was not a complaint related to clinical concerns. The hospital noted what appeared to be a communication "difficulty" between the cam01 and bedside monitor. The nurse reported that the reading they observed on the cam01 reflected the pt's condition in correlation to their other observations. Info regarding the pt's age and gender, lot/serial number of the pmio cable and icp39, pt's underlying medical condition were not available. Icp monitoring with the camino products started 24 hrs prior to the hospital contacting the integra clinical educator on (B)(6) 2014. Pt monitoring was continued despite the discrepancy. Icp readings from the camino monitor was followed. Date monitoring was discontinued and pt outcome were not available. The hospital was advised to return the monitor/ cables following discontinuation of monitoring.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.